Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: infection (late onset): unable to observe as it is not related to the device. Additional observations: observed deformation on the device. No further actions are required as the device was implanted.

Event description:
Healthcare provider reported a left side exchange with no complaint against the device. Additionally healthcare provider noted that about a year after initial implant patient had a breast "mastopexy" (lift) in which patient "had a postop infection requiring multiple surgeries. Patient reported the left side didn't fully survive and healed slowly." The infection was treated by a different doctor and there was no evidence of infection now. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (late onset).

Event description:
Healthcare provider reported a left side exchange with no complaint against the device. Additionally healthcare provider noted that about a year after initial implant patient had a breast "mastopexy" (lift) in which patient "had a postop infection requiring multiple surgeries. Patient reported the left side didn't fully survive and healed slowly." The infection was treated by a different doctor and there was no evidence of infection now. The device has been explanted.